Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (adjust/check belt alarms) has been confirmed. Upon receipt, the belt cable was cut between the distribution node (dn) and the rear therapy electrodes and between the dn and ECG a. The cause for the damaged cable cannot be positively identified but was likely the result of excessive force. No adverse event resulted from the damaged electrode belt. The pt received a replacement electrode belt.

Event description:
A pt service representative (psr) contacted zoll customer support on behalf of a (B)(6) year old male pt to support that the pt is receiving constant check/adjust belt messages. The pt was issued a replacement electrode belt.